Manufacturer narrative:
Concomitant medical devices: product ID: 8637-40, serial# (B)(4), (B)(6) 2008, product type: pump. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter (B)(4).

Event description:
Information received from a consumer patient receiving morphine (unknown concentration/dose) via implanted pump. Indication for use was noted as non-malignant pain and chronic low back pain. It was reported that on (B)(6) 2015 the pump had "quit working." The patient reported they didn't know it at the time. The patient was placed in the hospital and they tried calling the patient's physicians but had a hard time getting a hold of them. The patient thought they finally got a hold of them on (B)(6) 2015. They decided that the pump was not working. It was noted that the patient went through withdrawal and had an urinary tract infection (uti). The patient had an appointment on (B)(6) 2015 but stated needed to be seen sooner by their physicians. The patient did not hear an alarm until after they were hospitalized. The patient was taking oral morphine but it made them "giddy" and the pump never did that. It was noted that the patient could not walk because they were "crippled, has had hear surgery and back surgery." Additional information reviewed reported that the patient missed their appointment on (B)(6) 2015. It was noted that on (B)(6) 2015 the patient was going to see the physician who prescribed them oral morphine (not the doctor for the pump). The patient stated they were "half out of my mind," they were scared about going into withdrawal. The patient was going to call their healthcare provider (hcp) when they hung up. There were no troubleshooting or interventions reported. In addition, the patient outcome and drug dose and concentration in the pump were unknown. Additional information has been requested, but was not available as of the date of this report. Additional information was received from a healthcare professional on (B)(6) 2015 and it was reported that the pump quit working due to "poor battery power". It was noted that the diagnostics performed related to the event were that the patient had withdrawal symptoms 3 days later. The patient was referred to a ns (neurosurgeon). The pump issue was not resolved as the patient was in poor health and no replacement was pending. The patient's withdrawal symptoms were resolved. Additional information was received from the patient on (B)(6) 2015 and it was reported that as of (B)(6) 2015 the pump had not been replaced.

Event description:
Additional information was reported by the healthcare professional (hcp) on (B)(6) 2015. The serial number of the physician programmed used to interrogate the patient's pump was unknown. The company representative reported that the pump replacement had been scheduled several times. It was noted that there had been a replacement surgery scheduled for (B)(6) 2016 but it was cancelled.